Event description:
It was reported that, "implant seal was compromised, looked as if implant had shifted in plastic sterile pack and broke threw side to make it non-sterile. No adverse effects. Doctor handed off implant back to nurse in operating room and another implant was opened."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.